Event description:
Per provider, the calf pad on the front riggings for a solara3g tilt inspace wheelchair is stripped off the hardware.

Manufacturer narrative:
(B)(4). Complaint was not given to regulatory affairs for processing until 06/18/2013.